Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc analysis of the instrument data revealed that a bad calibration had been manually accepted by the customer despite qc that was elevated above the laboratory ranges which prevented auto-acceptance by the instrument. After recalibrating gluc with a new, properly prepared set of calibrators, the gluc calibration passed and qc was within laboratory limits. This issue was resolved by the recalibration which was auto-accepted by the instrument. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated glucose (gluc) qc and patient results were obtained on the dimension exl instrument. Patient results were reported to the physician(s). The same samples were later repeated after a recalibration and lower results were obtained. Corrected results were issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated gluc results. There was no report of adverse health consequences as a result of the discordant elevated gluc results.